Event description:
A surgeon reports having five patients that developed endophthalmitis tass on their first postoperative day following intraocular lens (iol) implant surgery. The surgeon reports that the patients presented with severe inflammation. Cultures were done on four of the five patients and were negative. All patients were treated with medications. In follow up, surgeon reports that the outcome of the event and prognosis for the second, third, fourth and fifth patient is "unknown". This medical device report is for the third patient.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Additional information was requested on 07/22/2008, 07/23/2008, 07/24/2008, 07/30/2008 and 08/05/2008 by phone, fax and mail. Additional information was received by phone and a completed questionnaire was received. A conference call was conducted with the reporting facility representative. Several different resources and studies regarding tass were discussed. The reporting facility representative indicated the facility had problems with tass a couple of years ago. Changes and precautions taken at the facility were discussed, including testing of autoclaves(s), distilled water used for instrument cleaning, vents, and all products used in the or, which were all normal. Handpieces were being flushed with 120 cc of distilled water. Cannulas and phaco tips are single use devices. However, the reporting surgeon insists on cleaning his diamond knives with a sponge and distilled water. The surgeon has refused to switch the disposable knives. A combination of both alcon and amo products are used in the facility.